Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed two different alarms. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump was received with constant a32 alarm and e22 alarm problem isolated to the mother board. Unable to verify finish loading alarm due to constant e22 alarm. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.